Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product. Investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that after surgery that it was observed that the instrument was fractured; it may have been broken while in a case cart. There was no harm, injury, surgical/medical intervention to the patient as this was observed after the surgery once the patient had left the operating room. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the returned product/provided pictures identified signs of previous use. The strike plate is gouged and has some staining. The handle of the impactor has nicks and gouges as well. The tip of the impactor has fractured in two pieces and all pieces were returned with the impactor handle. The threads of the impactor do have epoxy residue as well. The features of the fracture surface visually align with a fracture failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.